Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-11880. It was reported that patient was undergoing implant of dual chamber pacemaker. Upon hook up to the pacemaker the right atrial and right ventricular lead impedance fell below the normal range, with no capture or sensing. Leads were tested with various pacing system analyzers with same results. Both leads were removed and replaced with new leads and found to have adequate electrical performance. Patient was discharged with no complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.